Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the patient implanted with this pump had regular scans due to cancer. One year ago everything looked ¿fine¿ per the physician. In (B)(6) 2013 nothing was noticed on the scan but in (B)(6) 2013 it appeared as though the catheter had a fracture. The patient was currently doing ¿fine.¿ the physician wondered if the radiation treatments could have damaged the catheter. The pump¿s elective replacement indicator (eri) was not for another three years. The patient was nervous that her pump was under a recall. This device system delivered clonidine, bupivacaine, and dilaudid. Additional information has been requested, but was not available as of the date of this report.